Event description:
The home care dealer reports the comments of the family member that the monitor was not alarming. The pt was having "blue spells" and was feeding at the time. After finding unit to work correctly, dealer asked for a second opinion and eval.